Event description:
It was reported that the pt used the suspect device to check their blood glucose. Pt's family member stated that the results on the suspect device read normal, however, family member believed that pt's actual blood glucose was not within the normal range. Family members were sick with the flu and the pt began to show unknown symptoms. A result on the suspect device at this time was 53mg/dl. The family member took pt to the hosp several days later and pt's blood glucose was 700mg/dl. Pt was admitted and a lab test was later performed. The lab results was 385mg/dl compared to the suspect device result of 82mg/dl. No other info was provided.